Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal, disconnection and anastomosis of tissue in endoscopic abdominal surgery, it was found that the staples were stuck.